Event description:
It was reported that a physician, trained in the use of the proglide device, attempted pre-closure of a heavily scarred right common femoral artery prior to an interventional procedure. Reportedly, a cuff miss occurred and when the device was removed it was noticed that the foot broke and remained in the scar tissue. A cut down was done and the foot was retrieved without issues. The interventional procedure was completed and the physician stitched the artery to achieve hemostasis. The patient did not experience any adverse sequelae. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the device was used in a pre-closure attempt of a heavily scarred right common femoral artery. The scared artery may have played a role in the experienced event. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined.